Manufacturer narrative:
This file will be considered closed unless additional information is received. The user facility returned the lma in question to the manufacturer for evaluation. Although it was reported that the connector broke into two pieces on disconnection from the breathing circuit, the connector was not returned by the user facility. Without the broken connector or further information, it is not possible to give an explanation for the failure.

Event description:
The user facility has returned the lma to the manufacturer for evaluation.